Event description:
It was reported that an unknown access set burst in the a channel of a colleague triple channel pump (baxter product). This occurred during an unspecified step of setup and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.